Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Unable to verify button error alarm or performed the displacement test due to blank display anomaly. Unit received with cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and display window missing. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The insulin pump was dropped in the sink. Customer's blood glucose level was 227 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.